Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: reported pcu detected error 100.1250 ((B)(4)) during the device check in was confirmed. As received, the pcu detected error 100.1250 upon the completion of the power self-test. Error 100.1250 goes away when the mojave radio card was removed and reinstalled. Base on the event log the pcu failed to detect ci_board (mojave radio card). During the failure investigation, it was also observed one small bright light at the bottom of lcd. This bright light can only see at the initial power on. Conclusion: pcu failed to identify the ci_board during the power on process is the main case of error 100.1250. Rework: removed and re-installed radio card. Recommend replacing lcd assembly for customer satisfaction. Disposition: route to service for normal process.